Event description:
It takes an extra 1-2 days for the organisms to grow out, since the unlysed (whole blood) specimen just sits on top of the chocolate agar media plate. Normally the lysed blood cells absorb into the media. Microbiology supervisor suspects the lysing agent in the tubes is inactive or corrupt.